Event description:
Philips received a complaint on the intellivue mx800 patient monitor indicating that at 3:48 pm on (B)(6) 2025 the patient's bedside monitor displays the visual vtach alarm banner, but the monitor did not announce any audible alarm tones. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
A philips remote clinical support (rcs) specialist spoke to the customer biomedical technician who biomed stated that the monitor is alarming as expected. The rcs reviewed the clinical audit trail for the patient's alarm history. The results show that the vtach ¿red alarm sound played¿ at the device host names: pic ix: cticuix2 and pic ix: cticuov2. It was also noted that the clinical audit trail shows other active red alarms occurred during this time, and these alarms were acknowledged at the bedside monitor device name: si3418 based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required.